Manufacturer narrative:
(B)(4). The serial number was originally reported as (B)(4); however, the serial number of the device received was (B)(4). A device history record number was performed on the serial number of the sample received, and there were no issues found that could relate to the reported complaint. The returned sample was visually examined and no issues were observed. Functional testing was also performed and the unit heated up on minimum, medium, and maximum temperature setting during the testing. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The unit functioned as intended.

Event description:
Customer complaint alleges "aqua-therm heater model number 050-14 stopped working." Alleged malfunction reported as detected prior to patient use, during pre-testing. No report of complications or injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "aqua-therm heater model number 050-14 stopped working." Alleged malfunction reported as detected prior to patient use, during pre-testing. No report of complications or injury. Patient condition reported as "fine".